Manufacturer narrative:
Visual inspection was performed on the returned device. The reported link separation was confirmed based on a photo provided by the account. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to operational context. It is likely that an interaction with patient anatomy or link pulled until it breaks contributed to the reported suture retrieval issue. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a calcified right common femoral artery using the pre-close technique via a 6fr sheath hole prior to an interventional transcatheter aortic valve implantation (tavi) procedure. Reportedly, a link break occurred with a prostyle device. The sutures of two new prostyle were successfully pre-placed. The sheath was upsized to an 18fr sheath and the tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.